Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope adhesive on the bending section is chipped, peeling off or falls off. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the objective lens is peeling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was deterioration or breakage of the adhesive on the bending section due to chemical or physical stress. Upon further inspection, it was observed that the adhesive of the objective lens is peeling off due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the indication on the light guide connector was not correct due to mishandling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector case, video connector, video connector slave side, light guide cover glass, grip, control unit, right-left plate, up-down plate, angulation lever, switch 1, and light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.